Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported that the patient was on impella cp support and during support, the patient had decreased perfusion in the impella leg. The impella was also deemed to be underneath papillary muscle with inlet close to mitral valve. The decision was made to bring the patient to operating room to do a cutdown and repair on right groin and replace new impella in left groin.